Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent aaa stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented to an outside hospital emergently with abdominal pain. The CT scan revealed that there was a 13 cm in diameter by 8 cm in length contained ruptured aneurysm and a type ib endoleak. The talent limb had lost apposition to the vessel wall due to iliac artery becoming aneurysmal, expanding to 3.5 cm in diameter. The physician embolized the left hypogastric artery and implanted an endurant 16x13x199 from the top of the bifurcated gate down to the external iliac artery. The physician decided to implant an endurant aortic cuff 25x25x49 and endurant 16x10x124 to reline the right limb from the top of the bifurcated gate to the bottom of the limb. The physician elected to prophylactically implant six heli-fx aptus endoanchors. The intervention was performed completely with conscious sedation and local, lidocaine, in the groins and percutaneous. The physician stated that the causes of the events were related to the patient¿s anatomy of iliac limb dilatation. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.